Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the syringe is splitting when drawing up medication so that when the provider injects the nerve block it spills into his hand.

Manufacturer narrative:
Evaluation summary: an investigation of the reported condition was performed. The device history record (DHR) for the lot was reviewed. No related issues were found in visual or physical samples inspected from the lot. There were no non conformance reports issued against the lot. The syringes for this lot were assembled under three different shop order numbers. The DHR for the shop orders were reviewed showing no related issues were identified during production for the three shop orders. There was a non conformance issued against one of the shop orders, but it was for an unrelated condition. The other two shop orders had no non conformance issued. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There was one opened sample returned for evaluation. The sample was visually inspected for cracks, but no defects were found. The sample was physically tested for leakage and passed testing. The sample was found to meet all quality inspection characteristics. The reported condition was not confirmed. Since the reported condition could not be confirmed through an inspection of the sample or review of documentation, a true root cause or most probable root cause could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage. The lot met the acceptance criteria and was released. A specific root cause could not be determined as the reported condition was not confirmed and there were no related issues found in a review of manufacturing records. Based on available information, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.